Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to pair due to a possible bluetooth malfunction. The ICD was interrogated in clinic and the pairing was restored. Patient condition was stable throughout.